Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an intravia empty container. The reporter described the particulate matter as ¿clear small pieces of plastic in the bag.¿ this was noted after filling using a 16-18 gauge non-baxter needle. There was no patient involvement. No additional information is available.